Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02255. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat stress urinary incontinence on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that due to dyspareunia, bowel perforation and pain, the patient underwent mesh revision on (B)(6) 2009.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of mesh on (B)(6) 2012 due to exposure, dyspareunia and pelvic pain.